Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: ecn event description: the procedure was completed successfully. When the physician checked for an effusion at the end of the case, he noticed that the initial effusion grew about twice on size. He then decided to do a pericardiocentesis. The patient remained stable and stayed overnight for further evaulation. Patient present at time of event? Yes, patient complications: cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? Yes, discharge date (mm/dd/yyyy): (B)(6) 2025 patient outcome: expected to fully recover procedure number: (B)(4). As reported device codes: 2099: no known device problem.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Customer confirmed no addtitional information available.correction to d.8. Device serviced changed to unknown

Event description:
Event description: ecn event description: the procedure was completed successfully. When the physician checked for an effusion at the end of the case he noticed that the initial effusion grew about twice on size. He then decided to do a pericardiocentesis. The patient remained stable and stayed overnight for further evaulation. Patient present at time of event?: yes patient complications: cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: yes discharge date (mm/dd/yyyy): (B)(6) 2025 patient outcome: expected to fully recover procedure number: pn-2561199 as reported device codes: 2099: no known device problem.